Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a cardioversion for atrial fibrillation, interrogation revealed the device measured an extended charge time. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturer for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.